Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a davinci assisted benign hysterectomy surgical procedure, the end of the synchro seal came detached. The piece of sheath was retrieved, therefore no harm to the patients. The surgeon felt this occurred due to clashing of instruments. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no reported damage. The event occurred while grasping and cauterizing when the alleged instrument was too close to another instrument leading to clashing. The clash was due to narrow pelvis. Per surgeon, the ports should have been placed higher up. There was no issue with instrument functioning before the occurrence of event. There was no resistance while removing the instrument from surgical field. The fallen fragment was removed through the port with grasper. It was single fragment. No post-operative tests were performed. The procedure was completed with back-up instrument with no patient harm. There is no report of post surgical complications.